Event description:
It was reported that 2 bd ultra-fine¿ insulin syringes' "10" and "15" scale markings were faded. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter, translated from japanese: "the volume could not be accurately measured by using the scale." Via bdj investigation: "the scale and the number "10" and "15" were fading."

Manufacturer narrative:
H6: investigation summary customer returned two 0.3 ml syringes. The customer reported as follows: the rubber component was damaged, unable to operate (volume could not be accurately measured by using the scale) and scale light (fading). The syringes were visual inspected and was confirmed that one of the syringe scales was partly waved. The syringe will be sent to manufacturing for further investigation. Due to the batch being unknown, no DHR review can be completed. Based on the samples received, embecta was able to confirm the customer¿s indicated failure of the scale light (fading). A definitive root cause cannot be determined.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd ultra-fine¿ insulin syringes' "10" and "15" scale markings were faded. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter, translated from japanese: "the volume could not be accurately measured by using the scale." Via bdj investigation: "the scale and the number "10" and "15" were fading."